Event description:
It is reported that the patient is experiencing loosening of knee components. A revision surgery is pending.

Manufacturer narrative:
This product is used for treatment. Review of the device history records was not possible as the product and or lot numbers required for retrieval were unavailable. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Attempts have been made to obtain additional information however, no further information has been received to date. A definitive root cause cannot be determined with the information provided.